Event description:
--

Manufacturer narrative:
The complete lead was returned. Visual inspection noted the helix was stretched. The helix mechanism was able to be extended and retracted; however, the helix appeared to be not fully retracted due to the stretching. Tissue was confirmed in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture.

Manufacturer narrative:
The new lead was successfully implanted. No adverse patient effects were reported. The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited loss of capture, even at 7.5v @ 2.0ms. The physician attempted to reposition the lead, but difficulty was experienced retracting and extending the helix. The lead would not stay in place and was removed from the patient's body. Tissue was observed in the helix and could not be removed completely. The physician requested a new lead.